Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately five and a half (5.5) years post initial procedure, a possible type ia endoleak was identified. The patient is being monitored. Patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx, migration of the proximal cuff and aneurysm enlargement complaints are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B2: outcomes attributed to ae - updated b5: describe event or problem - updated g3: awareness date ¿ updated h6: health effect - clinical code ¿ remove code 1924 h6: health effect - impact code ¿ remove code 4614 h6: medical device problem code ¿ remove 3191 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately five and a half (5.5) years post initial procedure, a possible type ia endoleak was identified. The patient is being monitored. Patient status was not provided. Additional information was received on 11/30/2022, reporting that there was not a type ia endoleak; however, the afx vela suprarenal moved distally and there was aneurysm enlargement. Reintervention was completed with the implant of two (2) afx vela suprarenal and one (1) afx vela infrarenal. The patient was doing well post procedure.